Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) was at the customer's site to address the reported issue. Fse confirmed reported error from the error log and reproduced error by attempting to prime the analyzer. Fse resolved the complaint by replacing the wash 3-way valve and successfully primed the analyzer without any errors. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-360 operator's manual under section 7-1: list of error messages states the following: [2015] bf probe purge failure is generated when purging by the bf probe is abnormal. Solution: clean up the wash probe tip or replace it. If this problem reoccurs, contact the service department. The most probable cause of the reported event was caused by air in the system due to a faulty solenoid valve.

Event description:
A customer reported getting error message "2015 bf probe purge failure" during calibration on the aia-360 analyzer. The customer confirmed the wash probe tip and waste assembly were in place. Technical support specialist (tss) instructed the customer to prime the wash, and customer stated that only a little liquid was going into the waste. The customer primed analyzer 5 times. Tss instructed the customer to reseat the caps on the waste, wash and diluent, then reboot analyzer. Error reoccurred when the customer attempted analyzer reboot. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.